Event description:
Patient reported, right side ¿lump or thickening in or near the breast or in the underarm area¿. Healthcare professional later reported, rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical impact opening and missing assessed as inconclusive. (Shell thickness was within specification). Lump/nodule : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Patient reported right side ¿lump or thickening in or near the breast or in the underarm area.¿ healthcare professional later reported rupture. Device has been explanted and not replaced.

Event description:
Device has been explanted.